Event description:
During attempt to remove catheter, the cuff removed easily with a hemostat, but the catheter did not glide out easily. Slow, steady traction placed on catheter and catheter snapped. Retained catheter tip not visible. Pt taken to the or where attempt to remove catheter from right internal jugular vein was unsuccesful & tip migrated to right atrium. Cardiac catherization performed and catheter tip was successfully removed without difficulty.